Event description:
There is a defect with the resmed aircurve 10 from several years ago but effects people now. When I initially received the product it was quiet. When I tried it the first night it sounded like a cat crying softly each time I took a breath. I went back to the (B)(4) and 4 more machines did the same including this original. I found a new supplier who gave me a quiet machine. I am medicare. This was several years ago and I thought nothing of it until several weeks ago when the other machine did the same thing. I sent it back to resmed and it is quieter than it has ever been. It cost me (B)(6) to have it repaired. I am writing this for other users of this product who may not be as fortunate as myself. I am blessed to have a job at (B)(6) and could afford the repair. I am sure many medicare recipients could not and are not using their machines. That is where the medical risk comes in. Without our machines we risk getting pulmonary hypertension. It is debilitating and not really treatable. The fact that I tried 4-5 machines initially that all made noise and the fact that they were able to fix mine, tells me that the seals or something in the machine itself was defective during assembly. Please look into this. Be well and be blessed and thank you for your time and consideration. Sincerely, (B)(6). FDA safety report ID # (B)(4).